Event description:
It was reported that the patient was experiencing inadequate stimulation on the left side despite multiple reprogramming. The patient underwent a lead revision procedure wherein the lead was adjusted. The patient was doing well postoperatively.